Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing of the set had been sealed. The cause of the condition was determined to be a manufacturing issue during packaging of the product. To correct this condition, sensors were installed on the packaging machine and awareness training was provided to appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo primary administration set had crushed/melted tubing. This was noted before use. There was no patient involvement. No additional information is available.